Event description:
It was reported that the patient contacted technical services (ts) and mentioned that this implantable cardioverter defibrillator (ICD) replacement was anticipated soon due to low battery longevity. When asked for clarification, the patient stated they had experienced a few inappropriate shocks in the past, which were addressed through device adjustments, and indicated the device was currently functioning properly. No further details regarding the shocks and this ICD has been implanted for over 12 years. No adverse patient effects were reported. This ICD remains in service.